Manufacturer narrative:
Results: the velocity was kinked approximately 20.0 and 56.5 cm from the hub. The device was fractured approximately 27.0 and 57.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture. If the device is forcefully retracted against resistance, the device may become fracture. Further evaluation revealed additional fractures and kinks on the returned device. This damage was likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician advanced the velocity with a guidewire through a penumbra system 4max reperfusion catheter (4maxc) to the occlusion. After removal of the guidewire, the physician attempted to also remove the velocity; however, minor resistance was experienced and immediately felt that something was wrong. Once the velocity was removed, the physician noticed that the velocity was broken approximately 20 cm of the proximal hub. Upon retrieval of the remainder of the velocity, it "broke" again. Therefore, the entire system was removed, including the 4maxc, and all of the velocity. The procedure was completed using the same 4maxc and a stent retriever device. There was no report of an adverse effect to the patient.